Event description:
According to the literature, a retrospective study assessed the safety and effectiveness of barbed sutures in patients who underwent gastric bypass surgery between january 2022 and december 2023. Gastro-jejunal anastomosis was performed with a stapler and gaps in the anastomosis were closed with absorbable barbed suture in 571 patients. In 580 patients, a stapler and a competitor suture was used. Postoperative complications in the barbed suture group included leak and stenosis in one patient each. The patient with leak presented with fever and abdominal pain, required a computed tomography scan and laparoscopy. The patient was hospitalized for 7 days with intravenous antibiotics. The patient with stenosis presented with distention and vomiting, underwent computed tomography and additional laparoscopy. The patient required intravenous antibiotics and prolonged hospitalization. Other complications not related to the device included bleeding and patient mortality due to pulmonary embolism.

Manufacturer narrative:
Safety of barbed sutures in gastric bypass surgery: retrospective study, katrina lolas t., rev. Cycling 2025;77(4):389-395. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.